Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in the kidney during a kidney stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sheath at the distal end of the basket broke and detached in the ureter. Another zero tip basket was used to retrieve the broken fragment and complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1069 was used to capture the reportable event of sheath break at distal tip. Block h10: visual analysis of the returned device found the distal section of the sheath was kinked in several locations, and part of the distal sheath was detached. The overall length of the sheath was found to be too short and was out of specification; this is because of the distal sheath being detached. Also the outer diameter of the sheath was measured and found to be out of specification, indicating stretching of the material; it is likely the device was pulled which resulted in the sheath stretching and detachment of the distal section of the sheath. During functional inspection, the handle was actuated; however, the basket was not able to be closed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device's performance and integrity. Manipulation of the device and interaction with other tools/instruments could have kinked the device. The outer diameter of the sheath indicates that likely the device was submitted to tension forces which could have stretched/tore the sheath. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in the kidney during a kidney stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sheath at the distal end of the basket broke and detached in the ureter. Another zero tip basket was used to retrieve the broken fragment and complete the procedure. There were no patient complications reported as a result of this event.